Manufacturer narrative:
This report contains additional information in section h6 device codes.

Event description:
It was reported that there were concerns of drop in battery longevity on this cardiac resynchronization therapy defibrillator (crt-d) device. Technical services (ts) reviewed the data and confirmed that the device was depleting normally with no evidence of premature battery depletion (pbd). The device also exhibited increase in thresholds on the left ventricular (lv) lead. Furthermore, the right atrial (ra) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms and right ventricular (rv) lead intrinsic amplitudes were out of range. This device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of drop in battery longevity on this cardiac resynchronization therapy defibrillator (crt-d) device. Technical services (ts) reviewed the data and confirmed that the device was depleting normally with no evidence of premature battery depletion (pbd). The device also exhibited increase in thresholds on the left ventricular (lv) lead. Furthermore, the right atrial (ra) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms and right ventricular (rv) lead intrinsic amplitudes were out of range. This device currently remains in service. No adverse patient effects were reported.